Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) the sample was received for evaluation on 02/28/2011. An actual sample was returned for evaluation. A visual inspection of the sample did not reveal any abnormalities. The sample was then submitted for a clear passage test, an underwater pressure test, and functional testing and no abnormalities or anomalies were observed. The reported condition was not confirmed and no root cause was determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink continu-flo solution set with 4-way stopcock that was very resistant to flushing. According to the report, the nurse was trying to flush the set using an unknown syringe with either fentanyl or heparin, but it was difficult to get good flow and there was rebound created because of the extra pressure needed to get the flow going. The nurse tried flushing from the y-sites and from the stopcock sites with the same results. This set was swapped for another similar set and it worked normally. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.